Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer would disconnect tubing, then fill the tubing and ultimately change pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.